Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level up to 530 mg/dl with nausea and positive ketones. The patient stated that the site was changed as a precaution and air bubbles were noted in the cartridge. The patient confirmed that there were no issues noted with the infusion set or the infusion site. The cartridge filling technique was reviewed and found that the patient was fill the cartridge appropriately. This report is made based on the allegation that the patient experienced hyperglycemia related to air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - no product was returned for disposition. A retained cartridge sample from lot # b201914 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.